Event description:
On (B)(6) 2026, the patient had a high bg of 250mg /dl after 4 hours. The patient used the infusion set on the abdomen and the patient was treated with insulin pump.

Manufacturer narrative:
E1: (B)(6). Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.